Event description:
The customer reported receiving false negative hcg results for two patients while using the henry schein hcg dipstick urine tests. The customer indicated a sample was sent to a laboratory for confirmatory testing which yielded positive result. The specific confirmatory testing method was not indicated, and quantitative results were not provided. No adverse events were reported as a result. See emdr 2027969-2023-00096 for information pertaining to the second patient.

Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (25 miu/ml) and high positive standards (200.77iu/ml, 204.78iu/ml, 270.50iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. H3 other text : although requested, device return is not anticipated.